Event description:
The user facility reported that the monitors connected to their hexavue ip custom room rack were not showing images or video. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room rack and found that the mna decoder required tightening and the mna hdmi required replacement. The technician tightened the mna decoder component and replaced the mna hdmi component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.